Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2011 due to fracture of the proximal stem. All components were removed and replaced. Additionally, it was reported that the stem from the hip had migrated down into the knee joint and that the patient is going to be revised to a total femur on an unknown date once a custom implant has been made for the patient.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2011 due to fracture of the proximal stem. All components were removed and replaced. Additionally, patient was revised on (B)(6) 2015 due to stem from the hip migrating down into the knee joint and leg length discrepancy. The patient had a custom total femur product implanted and no previously implanted components were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity."